Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to infection. All the components were previously removed and a new ipp was further implanted. No information about the patient's outcome was provided. No more information is available at the moment. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.